Event description:
Imaging technologist opened sealed package containing bd 10ml syringe luer-lok tip syringe lot# 1111465, exp date: 03/31/2026, # (B)(4) and drew up medication into syringe, technologist noticed foreign body / debris floating inside chamber of syringe.